Event description:
A patient was implanted with a lc-dcp plate and 4.5 mm cortex screws for a right humeral fracture on (B)(6) 2012. Post implant, the patient complained of pain and x-rays taken on an unknown date revealed non-union and two broken screws. The patient was returned to the operating room on (B)(6) 2012 for hardware removal and revision to a narrow 9-hole plate with new screws and dbx bone putty. The shafts of the two broken screws were left in the patient. This report is #4 of 9 for the same event.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
(B)(4): no x-rays were provided, but the construct was on a humerus. The type of fracture was not disclosed. The construct had all holes filled - 8 screws, 8 hole plate - and the plate was a broad plate. The plate construct - broad plate, all holes filled - may have been too stiff for the nature of the fracture which could have lead to the non-union.(B)(4): placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted. No lot numbers were provided. This screw is whole and intact. The profile of the head, type of thread, and thread profile suggest that this is a member of the 214.8xx family of screws. If so, its length of 26mm would make this a 214.826. The head is laser etched. The part was made prior to 10/12/2011 as that was when the requirement for head markings disappeared. The hex and top of the head are in good condition with only minor marks consistent with normal use. The band has a minor dent and light galling. There is a small worn area bottom of the head. The first thread has been compressed at the major diameter for approximately 360 degrees. The remainder of the threads, tip, and flutes are in good condition. The pertinent dimensions that were checked are within specifications. Because no lot number was provided no conclusion can be determined from a manufacturing standpoint.